Manufacturer narrative:
Date sent to the FDA: 03/02/2021. Additional information was requested, and the following was obtained: 1. Does the patient require any further special care/treatment related to this event? Please specify. 2. What are results of ultrasound scan related to this event? The patient didn¿t require any additional treatment relating to this event. The patient was booked for an ultra sound scan in (B)(6). This morning the radiology manager confirmed that the patient did attend her ultrasound, findings below. The report confirms that there is no visible superficial collection or foreign body within the skin and visible soft tissues of the nose. The underlying nasal bones and cartilages appear intact. The patient pointed out a few other areas of concern around the right orbit which also appear normal on ultrasound. Conclusion: no visible foreign body or superficial collection in the area of patient concern. Additional information was obtained: it¿s supposed to be a 6-0 prolene w8868t. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 03/02/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/09/2021. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "patient referred for ultrasound scan, to attend (B)(6) 2020 and referred to dermatology unit at (B)(6) hospital", please clarify: 1. Does the patient require any further special care/treatment related to this event? Please specify. 2. What are results of ultrasound scan related to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 01/15/2021. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: a picture was received for evaluation. Upon to visual inspection, the picture is not clear no determine if a needle piece or a jewelry was taped in a cardboard piece. No conclusion could be reached as on what caused the reported complaint, since the device was not returned for analysis. Additional information was requested, and the following was obtained: did the patient have any concomitant procedures (same location/nose area) after (B)(6) 2010 until (B)(6) 2020? None that the consultant surgeon is aware of. What is the physician¿s opinion as to the etiology of or contributing factors to this event (wound/lesion appeared dorsal lower 3rd of nose)? None related to the alleged ¿retained foreign body.¿ was any medical intervention (i.e., medication) required and prescribed for the patient recently due to this event? If yes, please provide medication name and indication? Did the patient require any surgical intervention related to this event? Please specify: no medical intervention required or medication required. Does the patient require any further special care/treatment related to this event? Please specify. Patient referred for ultra sound scan, to attend (B)(6) and referred to dermatology unit at (B)(6) hospital. What is the patient¿s current status? - physically well. The patient demographic info: weight, bmi at the time of index procedure? Weight 10st 4lbs, height 5 foot 5 inches, bmi 23.9. As you know the package was sent, so please let me know when you receive further information on whether this is a surgical needle or not. Please clarify ¿the needle has broken off¿: was it needle breakage or pull off from the suture? Did the surgeon try to locate and remove the needle during initial surgery? Results? According to the surgeon the needle was not broken off during the surgery. The surgeon does not believe that this is a needle from a suture but they want to verify this claim. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/15/2021. Corrected h-6 health effect - clinical code: e2008. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(6). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure (B)(6) 2010: are any operation records of initial procedure from (B)(6) 2010 available? Please provide. Please clarify: ¿the needle has broken off.¿ was it needle breakage or pull off from the suture? Did the surgeon try to locate and remove the needle during initial surgery? Results? Product code/lot number? Did the patient have any concomitant procedures (same location/nose area) after (B)(6) 2010 until (B)(6) 2020? (B)(6) 2020 - current: what is the physician¿s opinion as to the etiology of or contributing factors to this event (wound/lesion appeared dorsal lower 3rd of nose)? Was any medical intervention (i.e., medication) required and prescribed for the patient recently due to this event? If yes, please provide medication name and indication? Did the patient require any surgical intervention related to this event? Please specify. Does the patient require any further special care/treatment related to this event? Please specify. What is the patient¿s current status? Additional information was requested, and the following was obtained: could you please explain how the patient realize she has the foreign body on the nose? The patient has a second lesion she had been picking at distal to the original site of the operation. She told the matron that there had been small bits of plastic coming out of the second lesion. She then found the small needle (pictured) and claims it was from the original surgery. The hospital would like an analysis to confirm whether or not the needle is from a suture. This investigation is to determine if the piece of metal released by the patient on the 4th dec 2020 is indeed part of the needle used in 2010 6.0 propylene. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an excision of lesions right side of nose, local flap on (B)(6) 2010 and the suture was used. It was reported that although the surgical site has healed there is another wound that has appeared dorsal lower 3rd of nose where debris is coming out of. As per patient, the needle used during the initial procedure has broken off and is now coming out of the wound to the dorsal lower third nose. It was reported that the piece of ¿metal¿ released by the patient on the (B)(6) 2020 and it is unclear if it is a needle from the suture or jewelry. It was also reported that the patient has a second lesion she had been picking at distal to the original site of the operation. She told the matron that there had been small bits of plastic coming out of the second lesion. She then found the small needle and claims it was from the original surgery in 2010. Additional information has been requested.